Event description:
The pacing cassette reportedly shut off by itself while pacing a pt. The device was turned off and back on and the problem recurred. A back up device was obtained and treatment was continued. The pt was resuscitated. There was no adverse effect to the pt as a result of the reported event.